Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. A visual inspection was performed on the returned device. The reported material deformation was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported material deformation. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The xience proa is currently not commercially available in the u.s; however, it is similar to a device sold in the u.s.

Event description:
It was reported that during unpacking of the 2.5x12 mm xience proa stent delivery system, stent struts were noted to be sticking out. The device was not used and there was no patient involvement. A new, same size xience proa was used to complete the procedure. There was no reported clinically significant delay in the procedure. No additional information was provided. Returned device analysis identified that the hypotube was separated 74.3cm distal to the strain relief. There was no damage noted to the stent implant.